Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. Investigation discovered an 0x44 alarm in the device data, indicating sma wire 1 is open. The downloaded data shows the device completed first prime until it was deactivated during second prime. The device alarmed during second prime, which resulted in the device not able to complete activation as intended and did not run enough pulses to deploy the cannula. The downloaded data did not show any drive stalls during the pod's run. However, timeouts were observed at the end of the data run. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any drive stalls. Timeouts were observed at the start of the run but the device recovered and no timeouts were observed for the rest of the data run. The drive mechanism was inspected and no damages or abnormalities were observed that could contribute to the observed hazard alarm. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined. The exact cause of the observed alarm could also not be determined.